Event description:
A surgeon reported a pt with increased intraocular pressure (iop) following glaucoma filtration surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: product eval: no sample was returned for eval therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's acceptance criteria. Root cause: the root cause is unk. There are no reported problems with the shunt. Action taken: because the exact root cause for the elevated intraocular pressure is unk, specific action with regards to this complaint cannot be taken. Add'l info was requested on 08/18/2011 and 09/13/2011 by fax, phone and mail. A completed questionaire has been received. (B)(4).